Event description:
Information received from an affiliate indicated that the distal portion of a cypher stent was noted to be flared during use. The patient had been admitted for treatment of a lesion in his left main trunk that was described as de novo and non-calcified, with 90% stenosis. The reference vessel was non-tortuous. The lesion was pre-dilated with a 3.0 x 15mm legend balloon. A 2.5 x 28mm cypher was being delivered to the target lesion, but would not cross the tip of the launcher guiding catheter due to friction at the distal end of the catheter. An unknown amount of force was used to advance the sds when some friction was felt, but the stent did not exit the guide catheter. The physician retrieved the cypher from the patient and noted that the distal portion of the stent was flared. The procedure was completed with a different cypher without difficulty using the same guiding catheter. There was no patient injury reported. The product had appeared normal prior to use.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the product the reported customer complaints of strut uplift and resistance/friction could not be confirmed. With the limited information provided, it is not possible to determine an exact cause for the reported complaint, but there may have been handling factors that could have contributed to the reported events. (B)(4) cypher product (cjs) is not distributed in the united states; however, it is similar to united states distributed cypher product (cxs).